Event description:
Company representative (confirmed in the poster of the 66th japan society of plastic and reconstructive surgery) reported for left side "tissue expander bending was observed on the outside of the left breast", "pain in 5-6 o clock direction of left breast", "redness/ pain in te bending site", "cutaneous blood flow disorder", "skin thinning", "te was inserted under the pectoralis major after injecting 50 ml of saline intraoperatively for both sides. The bilateral serratus anterior muscles were thin, and fat tissue was preserved in the skin, but thinning of the skin was observed in some places". The device has been removed.

Manufacturer narrative:
(Report source - other): poster of the 66th japan society of plastic and reconstructive surgery. The event of "cutaneous blood flow disorder¿, muscles were thin¿ and ;thinning of skin" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "cutaneous blood flow disorder¿, muscles were thin¿ and ;thinning of skin."